Event description:
It was reported by service report that the footend was stuck in an elevated height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result codes: lift motor coupler.